Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnect event could not be confirmed through evaluation of the submitted log files. The account reported that this disconnection was likely accidental. Low flow events were confirmed via evaluation of the submitted log file; the cause of these low flow events could not be conclusively determined. The submitted system controller periodic log file, which contained data from 07feb2021 to 18feb2021, contained low flow faults. It is unknown if any of these faults resulted in alarms as all of the corresponding controller event log file data is not available for review. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Section 1 "introduction" of the heartmate (hm) 3 lvas instructions for use (IFU) (rev. C) provides an explanation of all pump parameters, including flow. Section 2 "system operations" states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and driveline disconnected alarms, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In section 2 ¿how your heart pump works¿ and section 4 ¿living with the heartmate 3¿, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ these sections also state that ¿if the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the cause of the driveline disconnects, no external power and low flow alarms were caused by the power module accidentally being disconnected and not plugged into the wall. The mpu was not in use during the no external power alarms and the patient was asymptomatic. The patient remains stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2021-01614. It was reported that the patient had a driveline disconnect, no external power, and low flows on the controller history. It was reported that the history was full of pi events and the vad team was unable to see alarms before (B)(6) 2021. The log noted a few low flow alarms on (B)(6)2021 and (B)(6) 2021 that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The log also noted several pi events between (B)(6) 2021 and (B)(6) 2021. There were no other unusual events recorded in the log file event history. Any previous alarms were overwritten by newer incoming data.